Event description:
The customer reported via phone that they had a vibrate anomaly with the insulin pump. Customer stated the insulin pump would not stop vibrating when they attempted to the suspend the insulin pump. Customer's blood glucose was unknown. Troubleshooting was not completed as the customer had a blank display when attempting to perform a self-test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display after full segments display; the problem is isolated to the mother board. Unable to verify constant vibrator due to blank display. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.